Event description:
The advocate tested his wife's blood glucose using 2 contour meters and received readings of 380 and 135 mg/dl. The difference in the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. No product was sent and none is expected to return for eval at this time.